Event description:
It was reported that this patient experienced a system infection. These products were kept under the facility possession, and all the system were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.